Event description:
Laser fiber was in use when the laser fiber failed and set off the blast shield. This is the second fiber reported with this same issue in the last week, same lot number identified. No harm was caused to the patient. New laser fiber was opened to the field. It is suspected that the fiber is defective but biomed was called to review the laser machine as well.